Event description:
Baby had central venous line (cvl) placed during surgical repair of gastroschisis. Five days later the line was noted to be very thin just after the protective plastic sheath at the start of the catheter. Catheter braced but eventually broke. Line repair attempted by dr, but the line would not work any longer. Patient taken to the or and cvl replaced at the same time as an exploratory lap.patient went to surgery for exploratory lap as scheduled so this was not an extra surgery, but an extra procedure done. At first staff thought the line was weak because of the clamp, but after the second incident and noted defective repair kits, we believe both lines were affected by an manufacturing process.